Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water, and a leak was observed at the spike port bonding area of the sample. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to an incorrect bonding from an inadequate or a lack of cyclohexanone application to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name:(B)(6) e1: initial reporter phone no.:(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the port. This was identified before use. There was no patient involvement. No additional information is available.